Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan of 93 mg/dl on the abbott diabetes care (adc) device compared to a blood glucose result of 137 mg/dl from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Details of the customer's symptoms are unknown, and the customer was unable to self-administer treatment, requiring insulin (dose / type unknown) administration by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.